Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. It was reported there was particulate. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo is at 48x magnification and the other one is at 75x magnification. The photos show a yellowish particulate. Based on the attached report of the ir spectra the particulate is consistent with wood or wood based products such as cardboard or chipboard. In the syringe assembly process there are no materials like wood or cardboard used. A device history record review was completed for provided material number 309653, lot number 0274637. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd luer-lok¿ 50 ml syringe sterile, single use foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: particulate in product fluid.